Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The 18.0 diopter (add power +2.2/+3.2) lens was replaced with a, 19.0 diopter, (1.5 extended depth of focus) lens. Additional information was provided that the surgeon's prognosis indicates the patient's vision is improving. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that patient was not hospitalized for the event the prognosis was good and the vision is improving.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced waxy, hazy, indistinct vision at both distance and near. The iol was exchanged in a secondary procedure with a clinical reason of "unable to correct vision with glasses to make vision clear". Additional information has been requested; however, further information has not been received.